Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. During device preparation, while loading the valve onto the large flexnav loading system, the funnel was accidentally dropped by the physician and was contaminated. The loading system was replaced with a new large flexnav delivery system. The valve was implanted. On an unknown date a permanent pacemaker was implanted.

Manufacturer narrative:
It was reported that navitor valve was implanted and on an unknown date a permanent pacemaker was implanted. The device remains implanted and was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. During device preparation, while loading the valve onto the large flexnav loading system, the funnel was accidentally dropped by the physician and was contaminated. The loading system was replaced with a new large flexnav delivery system. The valve was implanted. On an unknown date a permanent pacemaker was implanted.